Manufacturer narrative:
The received device had the exposed portion of the soft cannula damaged near the distal tip. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery.

Event description:
It was reported that the patient's blood glucose level reached 290 mg/dl. The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated by pen injection.